Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect process parameters". The lot number is unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that one of the hydrophilic catheters had a burst pack that was empty. Patient did not use the catheter. While this catheter was not specifically identified, it was the only catheter, liberator medical service had provided to this patient for numerous years.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that one of the hydrophilic catheters had a burst pack that was empty. Patient did not use the catheter. While this catheter was not specifically identified, it was the only catheter (B)(6) medical service had provided to this patient for numerous years.